Manufacturer narrative:
The investigation of the returned coil system found that the hypotube kinked at the distal and the proximal section, and the implant deformed and kinked at the distal end. Furthermore, the device was experiencing heavy resistance while being advanced through the returned introducer and an in-house microcatheter during functional testing, which is consistent with the damage found on the device. The kinked condition of the pusher may have caused or contributed to the reported friction during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h.11.

Event description:
Additional information was received stating the patient was sent home and is awaiting follow up based on their waiting list. Retreatment depends on the imaging outcome.

Manufacturer narrative:
Additional information was received, and it is documented in section b5. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite multiple attempts were made asking for the return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported during an unruptured a.com case, the hydrosoft-10-av neurovascular embolization coil system was removed from transport drum, and the delivery wire was found kinked near the delivery marker. The current on the coil tested as normal, and it was decided to use it. The coil was delivered, and few initial loops deployed without difficulty, but after that the system had an increase in friction preventing it to advance or remove the coil. The hydrosoft-10-av neurovascular embolization delivery catheter and coil were both slowly removed from the patient. After removal, the catheter was found undamaged. Then, the catheter was delivered back to the aneurysm, but it could not be placed back into the coil mass to finish coiling. There was only a single framing coil that prevented optimal aneurysm packaging on this occasion. The patient is stable; however, further assessment for any further necessary treatment options are ongoing. The status of any furture treatment plans are unknown despite multiple attempts made to obtain further details.